Event description:
(B)(4). Hair lose, weight gain, pain, pelvic pain, headache, bloating, tingling in fingers and toes, shivers, intolerance to cold, auto immune, brain fog, cyst, pelvic inflammatory disease, depression, mood issues due to pain. Pass out sells, bacterial vaginosis, discharge, hot flashes, inflammation, sexual disfunction, pain full sex, pressure in vagina, breast pain and tenderness, low back pain, bowel issues, anxiety, dizzy, ringing in ear, rash, vitamin d deficiency, metal allergy, abnormal placement of coil left side, hair loss sweeping in hands, dental issues, vision problems, night sweats. Unable to regulate temperature.